Event description:
School nurse reports back to back testing on the same meter while using the advantage system with results of 200s mg/dl and 300s mg/dl on first test and 70 mg/dl on the second test. No quality controls were run. No adverse event reported. Nurse threw meter and strips away; a replacement was sent.